Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarms during displacement test due to motor excessive axial play. The pump was unable to confirm motor error alarms complain due to compromised force sensor system alarms anomaly. No unexpected failed battery test alarms noted. The pump was received with cracked reservoir tube lip and scratched display window.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 267 mg/dl. The customer treated with the pump. The customer stated that insulin squirted out during manual prime. The customer stated that insulin continued to drip after the motor stopped during the manual prime process. The customer stated that they were stuck in the rewind complete/bolus delivery loop. The customer stated that the pump reset 3 times. The customer will be sent a replacement pump.